Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and patient's concern with the product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and exchange due to patient's concern with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight within specifications., crease fold, a deformation, wear abrasion, and yellow particles in the shell. Clouds and voids in the gel were observed after the autoclave disinfection cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. Additional, corrected, and/or changed data: h.3, h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and exchange due to patient's concern with the product. The device has been explanted.